Manufacturer narrative:
The benefit-risk relationship of synvisc is not affected by this report. Eval summary: the production and qc documentation for lot# w09053, with exp date, 08/2012 was reviewed. The investigation showed that the product met specs. No associated non-conformances were noted.

Event description:
Irritation of right knee [musculoskeletal discomfort], hyperthermia [hyperthermia], fever [pyrexia], increasing pain (knee) [arthralgia], swelling (knee) [joint swelling], knee effusion [joint effusion]. Case description: a spontaneous report was received on 05/18/2010 from an hcp regarding a (B)(6) male pt with a history of gonarthrosis of the knee, initials (B)(6), who experienced irritation of the right knee, increasing pain, swelling, knee effusion, hyperthermia and fever after starting synvisc. The hcp initially stated that the pt received two injections of synvisc into the right knee on (B)(6) 2010. According to the hcp, the pt experienced irritation of the knee. Also, first day after the 2nd injection, the pt experienced increasing pain, swelling, hyperthermia, and fever. A puncture of the right knee was performed and 50 ml of minimally turbid exudate was collected. Swab analysis showed no pathogens. The pt was given ibuprofen 600 for treatment. Arthroscopy with lavage was performed. The pt recovered on (B)(6) 2010. In the opinion of the hcp, the adverse events were of moderate intensity and definitely related to the use of synvisc. Also, according to the hcp, the pt had recovered from all the adverse events without sequelae at the time of this report. The onset date for the events was provided as (B)(6) 2010, the offset-date was not provided. The use of synvisc has been permanently stopped in the pt. On 05/20/2010, add'l info was received in the form of qa results. The production and qc documentation for lot# w09053, with exp date, 08/2012 was reviewed. The investigation showed that the product met specs. No associated non-conformances were noted. On 05/21/2010, add'l info was received from the hcp wherein he clarified that the pt received the first synvisc injection on (B)(6) 2010, and that all in all, he received two synvisc injections. The hcp, on this occasion, did not provide the date of the second synvisc injection. For more info regarding other adverse events reported by this reporter, please refer to MFR control numbers (B)(4).